Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended even though pump was within operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and after waiting was able to resume insulin without recurrence of alarm, and pump returned to normal operation with additional tips provided for preventing altitude alarms.